Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: none sent back from customer. Analysis and results: there is no previous complaint of this code batch. There are no units in stock. (B)(4) units were manufactured and distributed. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfills the OEM requirements. Final conclusion: complaint is not justified. Actions on product: distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
Country of complaint: (B)(6). By manipulating the needle out of the package this needle is disassembled. Needle detachment.